Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly was fractured on its proximal end, and the pull wire was retracted. If the pod pc is mishandled at extreme angles during manipulation of the device against resistance, damage such as a fractured pusher assembly may occur. If the pusher assembly fractures, and the pull wire is retracted, the embolization coil will detach. The root cause of resistance during the procedure could not be determined. Further evaluation revealed additional pusher assembly kinks and offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted one non-penumbra coil into the target vessel. After advancing a pod pc into the target location, the physician decided to re-position the coil and encountered resistance in the middle of the lantern during the first attempt at re-advancement. The physician made several attempts to re-position the pod pc before deciding to remove it. Upon retrieval, the pod pc unintentionally detached in the middle of the lantern. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out on the back table. The procedure was completed using the same lantern and a new pod pc. There was no report of an adverse effect to the patient.